Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection of the exterior of the sample did not find any evidence of a failure that would support the reported event. The catheter was inflated with air and submerged in water noted no air bubbles were leaked from the catheter. The catheter was inflated with 10 ml of water and performed a leak test. On the seventh day the balloon was fully inflated with no signs of leakage. The catheter was dissected and inspected the rubberize layer confirmed no leakage along the rubberize layer of the lumen. The returned sample had met specifications. The product did not caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or thin rubberized layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." The actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was leaked. It was noted that the balloon leaked during the procedure and used on a patient. It is unknown whether the debris of the balloon stuck and status of the medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon leaked. Balloon leak during procedure and was used on patient. It was unknown if debris of balloon stuck and status of medical intervention was unknown. No photo available.